Manufacturer narrative:
This report could not be submitted within 30 days due to technical issue on making new registration for webtrader account.

Event description:
The dental implant, fx4812mlc in tooth location #30 was removed on (B)(6) 2016 due to loss of osseointegration 1 year and 6 months after implantation. The doctor indicated that the infection and poor oral hygenie caused the implant removal. The patient didn't have any medical history. The patient outcome is stable, but treatment ongoing.